Event description:
It was reported that stent damage occurred. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the stent strut was lifted. The stent was removed from the patient normally. The procedure was completed with another of same device. No patient complications nor injuries reported.